Manufacturer narrative:
H.6. Investigation summary: bd has been provided with samples for catalog 309050 lots 1906158 and 1906166 to investigate for this record. Visual examination of the returned samples showed white particles inside the syringe. These particles were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned "particles" consist of accumulation of "slip agent" which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. Toxicological material risk assessment have been completed and passed safety evaluations. The reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the allege defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It has been reported that the bd discardit¿ ii syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: customer is complaining about piece of plastic (plastic particles found in our syringes).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1906158. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-30. Medical device lot #: 1906166. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit¿ ii syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: customer is complaining about piece of plastic (plastic particles found in our syringes).